Manufacturer narrative:
(B)(4). Results: (stent graft migration), other, (no further information from the physician for this case was provided). Conclusion: other, (no further information from the physician for this case was provided).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6). Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a recent CT demonstrated that the talent bifurcated stent graft had distal migration of 3.5 cm. It is unknown whether there was any endoleak. The current vessel morphology and cause of migration were not reported. The physician implanted an endurant aortic cuff and the migration and endoleak were successfully resolved. No additional clinical sequelae were reported, and the patient is fine.